Event description:
It was reported that the customer states uti infection. Rep advised to stop using and consult with doctor. Customer states have discontinued use. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention was provided for urinary tract infection. Per customer, via phone on 06jan2026 it was reported not using currently.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The reported event is addressed within the labeling as it state" warnings: do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters. Do not cover fresh surgical wounds with the device. To avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. Stop use if an allergic reaction occurs. Precautions: not recommended for users who: are agitated, combative, or uncooperative and might remove the device. Have frequent episodes of bowel incontinence without a fecal management system in place. Have skin irritation or breakdown at the site. Proceed with caution in users who have had recent surgery of the external male anatomy. Always check skin for irritation or breakdown and clean and dry the skin prior to placement of a new device. Recommendations: wash hands thoroughly before device placement. Check device placement and user¿s skin at least every 2 hours. Refer to the purewicktm urine collection system IFU for instructions on suction tubing replacement. Removal of purewicktm male external catheter: gently lift the top edge of the adhesive base off the skin. In a slow, downward peeling motion, remove the device. If necessary, use a warm, wet cloth or pad to help loosen adhesive. Warning: to avoid potential skin injury, never pull the device directly away from the user. Always peel in the direction from head to foot. When to replace purewicktm male external catheter replace the device at least every 24 hours or if soiled with feces, blood, or semen. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states uti infection. Rep advised to stop using and consult with doctor. Customer states have discontinued use. No additional information provided. No troubleshooting was provided. It was unknown what medical intervention was provided for urinary tract infection. Per customer, via phone on (B)(6) 2026 it was reported not using currently.